Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was determined to be use issue because it was noted that proper angle match was not in place and sheath sutures has become loose. The bleeding was resolved by angle match and new sutures in place.

Event description:
The complainant reported a 59-year-old female patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had a large pannus that was pressing on the impella repositioning sheath. A pool of blood was noted at the patient¿s side that appeared to be coming from repositioning sheath location. The gauze were saturated with blood and it appeared that proper angle match was not in place. The sheath sutures had become loose, so the decision was made to cut them and place new ones. Once new sutures and new angle match dressing were in place the bleeding was resolved. Surgeon recommended the patient receive one unit of blood.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿